Event description:
It was reported that an ilet user experienced hyperglycemia with continuous glucose readings in the high 300s mg/dl despite no device alerts and an infusion set that appeared intact with successful fill tubing priming observed; the user had recently changed a teflon inset and had adequate insulin in the cartridge, and they announced meals during the episode. Customer care provided support that included guided troubleshooting of insulin delivery, and user follow up. Investigation of this case revealed no identifiable device malfunction or component failure and no obstruction or disconnection detected, while inconsistent cgm data and meals were potential contributors. No clinical symptoms associated with hyperglycemia reported at the time of call. Outcomes included self-management at home without medical intervention, with subsequent regulation of glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.